Manufacturer narrative:
This is the final report.

Event description:
A report was received that after a pt underwent a permanent implant procedure she began experiencing muscle spasms on her shoulder blade. The pt was prescribed a muscle relaxant and a flector patch. The physician determined that the muscle spasms were not stimulation related.